Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed and required maintenance. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were off the bus. A field service engineer found no indicator lights on the pyxibus module controller, tested each drawer controller, drawer 2.1 had proper functionality, while drawer 2.2 indicated a failure, replaced the drawer controller for drawer 2.2 and the pyxibus module controller. Final testing confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.